Event description:
The dentist reported that the abutment screw (iunihg) fractured.

Manufacturer narrative:
Visual inspection of the abutment screw (iunihg) confirmed that it had fractured from the base. Wear on the surface was observed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.